Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 240 mg/dl, 320 mg/dl and 500 md/dl and 160 mg/dl. The customer had treated high blood glucose level with their older insulin pump. The customer does not mention any symptoms for high blood glucose level. The customer stated that the insulin pump was not on automode. Troubleshooting was performed and the insulin exited the quick release. The customer stated that the insulin pump passed the self test. The insulin pump will not be returned for analysis.